Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank and there was moisture visible underneath the display screen lens. The reporter noted that the issue occurred after the pump was exposed to water. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.